Event description:
It was reported that non-sustained ventricular episodes were recorded due to oversensing. The physician concluded that the lead was breaking and referred the patient for extraction. The lead was explanted and replaced. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 7.8-8.0cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.